Event description:
It was reported that low lead impedance and noise being oversensed was observed possible due to insulation abrasion. The decision was made to schedule the patient for lead extraction in january 2023. The patient was stable.

Event description:
New information received indicated that the right ventricular (rv) lead was explanted and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.